Event description:
Hamilton medical ag received the following incident description: dp flow sensor could not be zeroed during service software, unit displayed that logs were downloaded, but no logs found on external drive, so no logs can be uploaded.

Manufacturer narrative:
Dp mixer zero calibration failed due to defective sensor board 2. Sensor board was replaced to correct the problem.

Manufacturer narrative:
Dp mixer zero calibration failed due to defective sensor board 2. Sensor board was replaced to correct the problem. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: dp flow sensor could not be zeroed during service software, unit displayed that logs were downloaded, but no logs found on external drive, so no logs can be uploaded.